Manufacturer narrative:
Follow-up #2; date of submission: 10/14/2016. The pump has been returned and evaluated by product analysis on 09/30/2016 with the following findings. During investigation, all of the keypad buttons were found respond appropriately to button presses. The keypad was removed and no damage or contamination was found to the button contacts or keypad flex cable. The pump was opened and there was no damage found inside the pump. The original complaint of under-responsive keypad buttons was not duplicated during testing. Unrelated to the original complaint, the audio bolus button cover was found to be missing from the pump. The button response was not able to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.